Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, cracked case at display window corner, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he dropped the insulin pump and the screen got cracked. The customer stated that he has difficulty reading the display. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.